Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that when the patient presented in clinic for a follow up, atrial lead dislodgement was observed. The lead was explanted and replaced. The patient was stable.